Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that high capture threshold issue was observed in the clinic. Chest x-ray showed lead dislodgement and the lead was pulled back into the supraventricular cava and the lead was coiled into the pocket. Lead twiddler syndrome was suspected. Lead was explanted and a new lead was implanted. Patient was stable.